Manufacturer narrative:
MFR report number incorrectly reads 3008011247-2013-00050. The MFR report number for this event is 3008011247-2013-00048.

Event description:
The pt underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6) 2013. On (B)(6) 2013, the pt presented with back pain and pain in the left leg. An echocardiogram indicated poor bloodflow through the aorta. During a re-intervention performed on (B)(6) 2013, a type ia endoleak was observed. It was also reported that the aortic body graft had been deployed lower than the intended landing zone by approx 1 cm during the original implant procedure. A 23mm endurant extender was implanted to extend the graft seal proximal and the endoleak was resolved after ballooning of the seal region. The pt was reported as doing well after the re-intervention. The likely cause of the endoleak was the positioning of the device lower than intended into a region where the vessel diameter was outside the treatment range of the implanted stent graft. A cause for the poor bloodflow through the aorta could not be determined with the limited info and imaging available to trivascular.